Manufacturer narrative:
Alleged failure: multiple issues with light cables and adapters. Cables work intermittently or not at all, adapters work intermittently or not at all. Update - loss of light for 1-2 minutes. Likely 1-2 minutes to quickly troubleshoot and to get another light cable or adapter. Replacement device used to complete the procedure.]. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be unintentional variation in the manufacturing process for safelight adapters, wear and tear or damaged during use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported the there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the there was loss of light.